Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Shock impedance trends were characterized by a gradual increase in measurements consistent with lead calcification. It was noted that the last delivered shock was at implant with a shock impedance measurement of 61 ohms. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.